Manufacturer narrative:
Carefusion complaint number (B)(4). Age of the patient involved was reported by the user facility as a (B)(4)neonate, which is understood to be the gestational age of the patient. The actual days of life age from birth at the time of the incident is not clear and is unknown. The customer stated that no parts are being returned for evaluation. In the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
Carefusion received a user facility medwatch stating the respiratory therapist experienced a mean airway pressure failure while ventilating patient with 3100a high frequency oscillatory ventilator. The device was swapped out with another 3100a high frequency oscillatory ventilator. There were no untoward patient effects. The original intended procedure was a (B)(6) premature neonate requiring intensive cardiac and respiratory monitoring.